Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged charge/battery lasts less than expected and unexpected power loss found on (B)(6) 2021 pump passed the self test, displacement test, sleep current test, and active current test. No power loss alerts/alarms/anomalies noted during testing. Successfully utilized thus to download history/trace files. The following power loss alarms/alerts were noted on event date: low battery alert [104] on (B)(6) 2021 at start time 12:09:00.000, low battery alert was unexpected. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However power management graph shows evidence of esd latch-up on an ic. Problem isolated to the electronics. Charge/battery lasts less than expected and unexpected battery power loss due to esd latch-up on an ic. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on motor assembly. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, pillowing keypad overlay, and partially faded serial number label. Charge/battery lasts less than expected and unexpected battery power loss due to esd latch-up on an ic. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery now alarm. The insulin pump did not receive a low battery alert prior to the replace battery alarm. Customer stated the battery cap was not loose, cracked or damaged. The insulin pump received second occurrence of replace battery alert without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.